Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received multiple occlusion alerts and repeated restart 38 alerts indicating a motor stall, after which pump restart, disconnection of supplies, a successful dry run to (B)(4) units, and a full supply change were performed and insulin delivery was resumed; the problem involved a failure to infuse associated with the motor component and a mechanical issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem with failure to infuse traced to the motor component, and a communications-related issue was identified during the review. It was concluded, based on previously established findings for similar reports, that the cause was a component failure and a manufacturing deficiency.